Manufacturer narrative:
Unit was returned and evaluated. No problem found.

Event description:
During a shoulder case, the unit was working randomly. Sales rep stated that the dr went to an open procedure and the pt has recovered normal.